Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell. Nothing unusual was noted about the supplies or set up. The power was cycled to clear the alarm and the patient planned to finish therapy using manual exchanges. The patient was advised to notify their nurse regarding the event. There was patient involvement, but there was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was returned to the baxter and evaluation of the sample has been initiated. Visual inspection and functional tests were performed on the device with no issues noted. The sample was tested on a homechoice machine with no problems noted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.